Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they did not know the cause of the high impedances and that they cleared as soon as the patient was in recovery post-implant. The issue was resolved. The cause of getting a max settings message at 1.4ma was not determined and no additional steps were needed as the impedances cleared. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep was seeing high impedances for electrode 0 with all reference electrodes. Prior to calling, the battery was removed from the pocket, the lead was cleaned and reinserted into the header, the blue lead tip was seen in the header, and they tightened the torque wrench on the lead. During the call they ran impedance, with all reference electrodes 0 was >4000ohms, with reference (B)(4). Prior to calling they had tested the lead directly for sensory response and got response at rectal level at about 1.0ma with all electrodes. During the call the caller set up a program with electrode 0- and 3+, cycling 3 sec on and 3 sec off. The caller increased the amplitude and they were seeing bellow response. The caller indicated that they got the max amplitude message at 1.4ma. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about the lead and potential temporary high impedances. The caller will review the information with the doctor and they will determine how to proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.